Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ needle was found with foreign matter. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Samples were returned to the columbus plant for evaluation. Evaluation of the returned samples has been performed with the following results: all samples were found to be within the defined aql. Root cause is undetermined. Complaint batch 7137975 was assembled on nip 1 from (B)(6) 2017 to (B)(6) 2017 for a quantity of (B)(4). There were seven inspections conducted on 350 parts. There were no rejections noted during the production run; however, there was one comment recorded about color variation in the hubs. All product was accepted. All samples were found to be within the defined aql. Root cause is undetermined.